Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was explanted and will be replaced due to pocket infection. It was also reported that lab cultures will be taken. No further patient complications have been reported as a result of this event.